Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Manufacturer narrative:
E7300 was found in the history. The e7300 error was triggered due to a defective resonator on the electronic board. It is not possible to further operate the pump caused by this defect. The buttons passed the optical and functional investigation successful and comply with the product specification. It is not possible to confirm an e7 error message with button pressure. The customer has to reinsert the battery.

Event description:
On (B)(6) 2013, it was reported that the buttons on the patient's infusion device were not functioning. The device displayed e7 (electronic error), but the patient cannot clear the error due to the buttons not functioning. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and was requested to be returned for product evaluation.